Manufacturer narrative:
User facility voluntary medwatch report was received on 1/17/2011. The report number was not provided. At this time, the customer will not be returning the device for eval. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
User facility voluntary medwatch received that stated: "pca pump failed to deliver pain medication as prescribed". Upon further query, the following info was provided that indicated the device did not deliver. On (B)(6) 2011, at an unspecified time, the pump was programmed in the pca only mode to deliver morphine 1 mg/ml, with a 1 mg pca dose, an 8 minute pt lockout, and no set dose limit. On (B)(6) 2011 at 0500, the pt was given 5 mg percocet orally with the pca pump still available for the pt's use. The customer contact indicated the user facility protocol is to switch the pt to oral pain medication when the pain is manageable. At 0730, the customer contact reported that the pt's pain level was 7 out of 10. The physician was notified and the therapy was changed to dilaudid 4 mg orally. The pt was also ordered dilaudid 1-2 mg IV push if needed. At an unspecified time, the pca pump was discontinued. The nurse reported that the pt was given dilaudid 4 mg orally every 4 hours. At an unspecified time, the customer contact reported that the pca pump display indicated 29 ml had been delivered; however, the vial was "full". On (B)(6) 2011 at 1300, the pt's pain was reported to be "under control" and the pt was discharged home later that day. The customer contact reported the pt's "discharge was delayed due to pain control issues." Though requested, no add'l info was provided.